Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the material remaining in the device could not be determined. The event can be detected and prevented in accordance with the following instructions for use. IFU states that detection method in bf-260 operation manual chapter 3 "preparation and inspection" IFU states that preventive measure in bf-260 reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope had a tip air leak. The device was returned for evaluation. During the device evaluation, the foreign material coming out of the forceps channel was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a pinhole on the bending section cover, water tightness was lost. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: adhesive on the bending section cover had a chip, connecting tube had a wrinkle, bending angle in up direction did not meet the standard value due to wear of the angle wire, an abnormal sound was made due to damage on the angulation lever, electrical connector was sticky, and label on light guide connector was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.